Event description:
Procedure performed: vnotes hysterectomy. Event description: [am representative] was supporting the case. She said that [doctor] would seal but when she would try and cut, she would have to pull the blade lever 2-3 times for it to cut the tissue in certain areas (right uterine vessels). [Am representative] further told me at [hospital name] on (B)(6) that she was struggling to reach the blade lever after sealing the tissue and it was causing her issues as the device was hard to use. She was unable to properly seal and cut in comparison to her [competitor device] she said. She stated she thought voyant was more female friendly etc but its alot harder to use and hold compared to her [competitor device]. She told me that during the case the tissue looked dry and sealed during the case once she was done but after the case through hospital observation the patient was bleeding. She received the call during the night that observation triggered warning signs. When she saw the patient, she stated she could tell just from looking at how pale she was that she definitely had a bleed. The patient was taken for radiography scanning and luckily by then it had stopped bleeding, they couldn't pinpoint exactly where the bleed was but believe it was around the right uterine vessels which is where [doctor] was telling me that she was having the most issues using the voyant handpiece and the device was struggling to cut. Clinical impact to the patient: after the case [doctor] said the patient had a drop in blood pressure and was very pale with obvious physical signs of a bleed. Patient injury or illness occur associated with the complaint event is unknown. Patient status: stable. Intervention: [doctor] had to use the blade lever 2-3 times instead of 1 time to cut tissue but not every seal only around the right uterine vessels.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.